Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient was totally disregarded when they woke up in recovery and the manufacture representative told them they would talk after the surgery but the patient never saw the rep again. It was noted the rep was uncaring and inconsiderate. The patient noted they did not receive even the basic education about how to use the device. It was noted the rep tossed the unit to the patient's husband and told them to "press this button, then that button". The patient mentioned their cries from help post implant were not answered and they were seeing error codes on the hand held device when the pump stopped pumping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient was in "so much pain" and their device did not seem to be working. No further complications were reported.

Manufacturer narrative:
Date of event and age at event updated to reflect the information received on 2018-sep-14. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-sep-14. It was reported that the patient was in "absolute agony" for nearly a week following their pump implant. The patient reported that during that time, their pump "seemingly did not function". The patient also indicated that they had not received adequate training in how to use their device. No further complications were reported.